Manufacturer narrative:
E1. Initial reporter phone, (B)(6). The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual inspection had been carried out, and no anomalies were observed. Functional tests were performed, and complainant allegation ¿the device doesn't identify the cartridge¿ could be replicated. Replaced downstream occlusion (dso) sensor. The probable cause of the reported issue is dso sensor.

Event description:
It was stated that the pump doesn't identify the cartridge. There was no patient involvement. It was observed during inspection of a returned pump that downstream occlusion sensor was defective. The failure mode was found before patient use. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially affect the patient.